Event description:
It was reported by the hospital surgery buyer an event occured on (B)(6) 2013 with a quick coupling for k-wires. The hospital remarked the device was sent in for repair due to a complaint that the device sounds like gravel is inside; its making noise while running. Update 10/24/2013 - additional information provided by a facility signed questionnaire which reported: the pin driver malfunctioned during a case. The unknown surgical procedure was successfully completed with another available device without a time delay. No report of harm to patient or procedure. No patient details provided by hospital. This reported event is for one device instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Lot # is undetermined. The device is an instrument and is not implanted/explanted. Additional information was received on october 24, 2013 by facility signed questionnaire. Upon further file investigation on (B)(4) 2014 the MDR was deemed reportable by the rationale: an instrument that vibrates or grinds during use can result in unexpected performance issues that may affect surgical precision of the device and may result in the need for an alternate device which, if not readily available, may result in a surgical delay, and/or the need for additional medical/surgical intervention. Subject device has been received and has completed the evaluation process. The lot number provided could not be verified therefore synthes was unable to perform a device history review of the lot number. An additional evaluation/power tool evaluation was performed. The device received condition was depicted as normal wear. It concluded: the reporters complaint of noise was confirmed. The device was tested and the complaint was duplicated. The complaint condition is likely the result of usage wear over time. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. Placeholder.